Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Sales representative reported rupture. Device has been explanted. This relates to the left side.

Event description:
Healthcare professional reported, to company representative. Unknown side rupture. Healthcare professional later confirmed, no complaint against left device.